Event description:
It has been reported to philips that the host will not start up on boot up. The system was not in clinical use. There was no reported patient or user harm. The philips field service engineer inspected the system onsite and after the host pc was replaced, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc did not auto-boot up. Analysis of the system log files does not contain a host pc malfunction. Upon troubleshooting, it was found that power sense on the mother board did make the pc auto-boot with power. To resolve this issue, fse replaced the host pc and returned the part for failure analysis. Failure investigation revealed that the primary cause of a host pc failure was a problem in the power supply unit. After replacement, the system was returned to good working condition. The codes were updated based on the investigation outcome.